Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics anomaly was observed on a merlin.net remote transmission. In (B)(6) 2016, the remaining longevity was 1.2-1.4 years, however on a recent transmission the device shows 5.6 months to eri. It was noted that voltage variability during the end of the battery plateau phase was the cause of the large difference in remaining longevity. The programmed settings were reviewed, and confirmed the device has met the 75% longevity for normal battery depletion. The patient's device remains implanted and will continue to be monitored.